Manufacturer narrative:
The collar wash valve was replaced to resolve the issue reported in the original MDR. The collar wash valve was returned for evaluation. The leak could not be reproduced using the returned collar wash valve. The complaint was not confirmed. The date of the failure investigation report was (B)(4) /2014.

Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. The leak was from reagent probe b on the instrument. The instrument was generating error conditions of "out of instrument range (oir) low" and "blank absorbance low" for various chemistries. The customer also reported that an erroneous result was generated for one patient sample for the acetaminophen assay. The customer verified sample results back to the last good quality control run and no other discrepant results were found. The erroneous test result was not reported out of the laboratory. The leak was contained to the instrument. The operator wore gloves and a gown while operating the instrument. There was no report of operator exposure or injury. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and confirmed leaking at reagent probe b and assigned the cause to the reagent probe b collar wash valve. The fse replaced the collar wash valve to correct the problem. Identified failure mode: the failure mode is the collar wash valve. A leaking reagent probe due to collar wash valve failure can impact any or all chemistries, including critical chemistries, upon recur.